Event description:
It was reported this balloon was used inflated successfully during dilatation of a very elastic venous stenosis of an arteriovenous fistula graft. The balloon was deflated and advanced distally for a second inflation at 14 atmospheres at which time the balloon leaked. Resistance was encountered during withdrawal of the balloon catheter from the rupture site. Following withdrawal of the balloon catheter, it was noted the balloon material had completely detached from the catheter shaft and remained in the pt. The pt was then transferred to another user facility for percutaneous retrieval of the detached balloon material and surgical graft revision. The patient's condition is good. The device has just been received by this manufacturer. A supplement will be forwarded under upon completion of the engineering evaluation. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up indicated the lesion was very elastic and did not respond to the angioplasty procedure. It was also indicated resistance was encountered during withdrawal of the balloon catheter from the rupture site. These factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event at this time. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."